Event description:
It was reported that bd syringe 10ml saline fill ce was damaged, but still operable. The following information was provided by the initial reporter: "1 syringe was broken."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml saline fill ce was damaged, but still operable. The following information was provided by the initial reporter: "1 syringe was broken."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/10/2022. H.6. Investigation: a device history record review was completed for provided material number 306575 and lot number 1201639. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this incident, two physical samples were returned for evaluation by our quality engineer team. One syringe sample was observed damaged at the flange location and presented label paper residue. The second syringe sample was found to have no barrel label. As there were no issues identified during the production process, an exact circumstance could not be determined for this incident during manufacture. The broken flange component could have resulted within the plunger assembly machinery if a jam occurred.